Manufacturer narrative:
Batch review performed on 17 january 2019. Lot 1553833: (B)(4) items manufactured and released on 19 may 2016. No anomalies found related to the problem. To date no similar reported event on this lot. Preliminary investigation performed on 18 january 2019 by r&d product manager: the photos were analyzed; from the received images and information it is not possible to determine with certainty the root cause of the event. The problem could have occurred due to a grip in the mechanism, but a further investigation on the returned piece has to be done.

Event description:
During the primary hip surgery, it was discovered that the 54mm impaction plate was jammed in the open position and would not close onto the 54mm cup. The surgeon reamed up to the next size and used a 56mm impaction plate to impact a 56mm cup with no issues. This caused a 15 minute delay in the case and the surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d product manager: the impaction plate was found locked, and during the visual inspection it was unlocked. It is not possible to determine the root cause of the event; the materials and components are coated in order to help the sliding between the components.